Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("pain right lower quadrant") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced abdominal pain lower (seriousness criterion intervention required) and complication associated with device ("complication genitourinary device subsequent"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2023. The reporter considered abdominal pain lower and complication associated with device to be related to essure administration. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("pain right lower quadrant") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced abdominal pain lower (seriousness criterion intervention required) and complication associated with device ("complication genitourinary device subsequent"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2023. The reporter considered abdominal pain lower and complication associated with device to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) pain right lower quadrant [right lower quadrant pain], complication genitourinary device subsequent [medical device complication] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain right lower quadrant") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. Concurrent conditions were listed as genitourinary symptom and right lower quadrant pain. On (B)(6)2014, the patient had essure inserted. On unknown date she experienced abdominal pain lower (seriousness criterion intervention required) and complication associated with device ("complication genitourinary device subsequent"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, diagnostic hysteroscopy). Essure was removed on (B)(6) 2023. The reporter considered abdominal pain lower and complication associated with device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2023: absent coil in cavity, no device visible. Normal uterine cavity noted. And normal upper abdomen. Small globular uterus with bilateral essure devices noted in cornual portion of tubes. Normal adnexa. No signs of endometriosis. [Pathology test] on (B)(6) 2023: an: left fallopian tube with identification of essure device tissue fallopian tube-right b: right fallopian tube with identification of essure device tissue fallopian tube-right uterus1 explanted intrauterine device gynecologic other fallopian tube. 2 explanted gynecologic other [ultrasound scan] on (B)(6) 2023: without any additional metal fragments appreciated in the uterine tissue. Low pressure test confirmed hemostasis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jan-2025: medical record received. Surgical pathology test added. Lab data updated. Additional reporter added. Essure removal surgery details updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.